Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation an issue with the reverse button was found and then reported. Based on the investigation details, the likely cause was problems with the trigger assembly, which was replaced along with other components. Service repaired and returned the device to the customer.

Event description:
The handpiece was returned to the manufacturer for service, and during the investigation it was identified that the reverse trigger was stuck in the depressed position. This did not occur during a surgical procedure. There was no patient involvement during this event. There was no adverse consequences reported as a result of this event.